Event description:
Procedure: CABG. According to the reporter: the sulu fired completely and the instrument return knobs were fully retracted. The jaws did not open and the sulu locked in tissue. A purstring was applied adjacent to the jaws, the instrument was resected and the area was over sewed. The sulu was subsequently unloaded from the instrument. The procedure was completed without further incident. The pt status was reported as ok.